Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing alarm) which occurred on the homechoice (hc) during dwell. Home patient stated that they were in dwell 3 of 4 and they hadn't disconnected. Hp stated no bags disconnected and there were no leaks. Hp had 2 bags connected and there was solution in the heater bag only. Hp cycled power and received se 2367. Hp will complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The home patient (hp) would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up report will be filed if any additional relevant information becomes available.